Event description:
Contact reports three expedium pedicle screws were explanted due to device breakage. The devices had been implanted for more than a year pseudarthrosis was confirmed at the time of revision surgery. See mfg medwatch report nos. 1526439-2011-00069 and 1526439-2011-00070 for the other two pedicle screws that were involved in this event.

Manufacturer narrative:
The polyaxial screw has been returned for eval. A f/u medwatch report will be submitted upon completion of the eval.